Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: eight year experience with endoscopic radial artery harvest at a canadian centre. Author/s: swinamer s.a.; fox s.; chu m.; novick r.; quantz m.; myers m.; guo r.; mckenzie n.; sy j.; kiaii b. Citation: canadian journal of cardiology. Conference: 65th annual meeting of the canadian cardiovascular society. Toronto, on canada. Conference publication: (var.pagings). 28 (5 suppl. 1) (pp s187), 2012. Date of publication: september-october 2012. The authors presented their experience and outcomes with the technique (endoscopic radial artery harvest) over 8 years. From july 2004 to may 2012, 580 patients underwent endoscopic radial artery harvest (erah). A reusable esvh system with the addition of a harmonic ultrasonic scalpel/shears (ethicon) was used to facilitate the removal of the radial artery (ra) for use in the CABG patients. Reported complication included bleeding (n-8) in which the patients required the additional of a second proximal arm incision to control the bleeding, neurological impairments consisted of transient numbness over the thenar eminence, index finger and lateral forearm (n-?) And chronic neuralgias (n-3). In conclusion, erah can be effectively and safely adopted as a harvest technique for the ra for CABG. The results demonstrate erah provides adequate length conduits in a timely manner through much smaller incisions without intimal trauma resulting in low rates of infection and neurological impairment and a very high level of patient satisfaction.